Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant medical products and therapy dates: footswitch device, console device, (B)(6) 2020. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during preventive maintenance, it was observed that water was seen in the drill connector of the motor device (the soak cap was on properly before cleaning). It was further reported that after leaving the connector to dry, the drill was plugged in to run the drill test. It was reported that the rotations per minute (rpms) fluctuated between 75,000 and 80,000 rpm as the motor struggled to maintain 80,000 rpm. It was further reported that the console device was not faulty because it was tested with two other drill devices and the drills maintain 80,000 rpm when the footswitch was fully depressed. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.